Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as reported the valve was oversized which contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by our european affiliate that the implant of a 26mm sapien xt valve by tf approach was without issues. The patient had an uneventful recovery with several echo's while in the hospital that showed a well-functioning valve. Her last echo was done pre discharge and was unremarkable. The patient was discharged on pod 3 in good condition. 1 day later, the patient presented to her local ER with fainting spells and syncope. She was transferred back to the implanting hospital and another tte was done. This last tte showed a large clot on the free wall of her right ventricle and a hematoma on her pa posterior to her aorta plus a small pericardial effusion with no tamponade. She was taken to the or and upon further examination was found to have a through and through muscle tear below the annulus. A successful bentall procedure was performed and the sapien xt valve was explanted. The valve was intact but damage to the lvot was evident just below the valve. The patient is recovering in the ICU. As per root cause analysis, the valve was oversized which caused a small lvot injury that manifested at a later date. The implant team was not happy with the CT measurements and the valve looked larger on tte and fluroscopy than the CT measurement provided, so it was decided to go for a 26mm valve instead of a 23mm valve.